Event description:
It was reported that when using the bd pyxis medstation system, the device was not detected on cubie even after rebooted the device. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. The customer stated that there was no delay to the patient workflow as user was able to remove medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer 6 cubie c1 not on bus due to connection issue. A field service engineer reset and reconnected all connections to drawer 6 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.